Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified the poly box insert as fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the medical records identified: a broken hinge bushing resulting in malalignment of the tibiofemoral implant. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: size 3 precoat non-modular cemented tibial component: catalog#: 00588000302, lot#: 64146495; 23mm height size c articular surface with hinge post extension: catalog#: 00588003023, lot#: 63233913; 14mm diameter 100mm length offset stem extension: catalog#: 00598802014, lot#: 64004016; prc agmt block dist sz c 5mm: catalog#: 00599003310, lot#: 62963051; prc agmt block dist sz c 5mm: catalog#: 00599003310, lot#: 63088994. The investigation is in progress. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for evaluation as it has been discarded by the hospital. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, three years post-implantation, the patient began to experience pain and dysfunction of the knee prosthesis. It was determined that the plastic bushing of the femoral component had fractured and the patient underwent revision surgery to replace the component without complication. It was reported that no further information is available.